Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered a shock due to atrial fibrillation (af). A save to disk was sent to technical services (ts) for review. Ts discussed there was far field sensing. The ventricle was double counting, and intrinsic rhythm was sensed. Anti-tachycardia pacing and shock therapy were delivered as a result. The decision was made to reprogram the device, and increase the patient's medication. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.